Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was moving around the pocket which resulted to discomfort and difficulty charging. It was noted that the patient had gain weight however it was unknown if ipg migration was due to weight gain. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.